Event description:
The patient was injected with radiesse dermal filler at a medical spa (no longer in business) along the cheek bones and in the tear troughs in (B)(6) 2010. One month after the injection ((B)(6) 2011), the patient was hit in the face with a baseball. The patient developed a very pronounced conical shaped lump under her right eye. One physician suggested incision, but she had refused. Since that time, the area has shrunk about 50% and is soft with palpable masses, but still very visible. Dr. (B)(6) injected kenalog-10 to settle inflammation and laser fraxel duel-1927 to take some of the pih (post inflammatory hyperpigmentation) out of the skin. He would like to speak with one of the medical directors to discuss other options. The patient was prescribed a double-dose antibiotic in (B)(6) 2011, and the lump has decreased. There is still a visible protrusion but it is much smaller.

Manufacturer narrative:
Dr. (B)(6) was not the radiesse dermal filler injector, but is providing treatment for the patient; he does not have access to the patient's injection details including the amount, radiesse lot number, etc. Therefore the device history records cannot be reviewed.